Event description:
This is filed tot report heart failure, hospitalization and intervention. This research article was a prospective study designed to evaluate the prognostic implications of renal congestion measured by intrarenal venous flow (irvf) in patients with mitral regurgitation (mr) who underwent teer using mitraclip system. Complications identified in the study included: death, heart failure, hospitalization, intervention. In conclusion, the assess intrarenal venous flow (irvf) pattern can predict poor outcomes in patients who undergo mitraclip therapy. Details are listed in the attached article titled, impact of renal congestion in patients with secondary mitral regurgitation after mitral transcatheter edge-to-edge repair.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided d6 - the implant date is estimated. Articled titled "impact of renal congestion in patients with secondary mitral regurgitation after mitral transcatheter edge-to-edge repair." The additional patient effect of death reported in the article is captured under a separate medwatch report. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported death / expired (cardiac death), the reported death / expired (non-cardiovascular death), and the reported heart failure/congestive heart failure, could not be determined. The reported patient effects of death and heart failure, as listed in the mitraclilp instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.